Event description:
The customer contacted stryker to report that their device gave connect cable message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and confirmed that the issue is isolated to the coin cell holder damaged. The service codes are all coin cell related and the message connect cable is due to the configuration reverting to its default setting of turning on AED. No issues sensing therapy cable found. The root cause is customer abuse of damaging coin cell socket during replacement.